Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after priming, the temperature decreased and the ablation was started. Although the ablation continued, the impedance started to drop along with the temperature. The procedure was completed with the device and there was no patient injury.

Manufacturer narrative:
One device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. The water circulated normally through the device. The device read the temperature properly. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.